Manufacturer narrative:
The portion of the impella cp that was retrieved was returned for evaluation. The portion that was reported to be lodged within the cook sheath was not returned for evaluation. The entire second impella cp that was prepped for insertion into the contralateral access/leg was also returned. The data logs were not returned for evaluation as the impella cp had never been turned on and support was never initiated. The first cook sheath that was placed in the patient was returned for inspection. The visual inspection of the fractured impella cp confirmed the report that separation had occurred at the inlet cage. The first cook sheath was returned for inspection, and was inspected revealing a kink in two separate locations and extensive damage along the length. The second impella cp was found to be in good condition. After inspection and testing the root cause of the impella cp's inability to pass through the cook sheath was determined to be the kink within the sheath. The root cause of the kink could not be determined. The kink location was confirmed by analysis of the fluoroscopy image provided by the hospital. The patient was not known to be morbidly obese or have any abnormality in the vascular path/anatomy that may have caused or contributed to the kinking. As the root cause of the kinked cook sheath could not be determined there is no corrective action being initiated. The failure mode will continue to be monitored. (B)(4).

Event description:
The complainant reported that on (B)(6) 2016, a (B)(6) year old male was being treated for an acute myocardial infarction and cardiogenic shock. The patient was brought to the cardiac cath lab for care and an impella cp was prepped in the usual fashion. Upon insertion into the cook 14fr x 30 cm introducer sheath, there was an inability to pass the cp through the sheath and into position for support. Due to the need for support, a second cook sheath was then inserted. Once again there was difficulty inserting the cp. Two attempts were made to position, and during these attempts the cook sheath was observed to be kinked. The physician pulled back upon the impella cp to remove it, and with the exerted force, did fracture the impella cp into two distinct pieces. The portion of the cp with the inlet cage and pigtail remained lodged within the cook sheath. At this time due to the intraprocedural instability, the physician attempted to access the contralateral leg with a new sheath and place a new impella cp. The patient was unstable during this time with runs of ventricular tachycardia (vt) and ventricular fibrillation (vf). The patient expired during this time due to cardiac instability. The patient had lost all rhythm and was exhibiting pulseless electrical activity (pea). The team did relay to the representative that had the patient survived, the team would have utilized a snare to retrieve the portion of the impella cp lodged within the kinked cook sheath. Due to the patient's demise, the portion was not retrieved for analysis.